Manufacturer narrative:
(B)(4). It was reported that a (B)(6) female patient underwent an ablation procedure with two thermocool smarttouch bidirectional navigation catheters and suffered anesthesia complications requiring pharmacologic support (bivon). It was reported that after positioning and connecting the thermocool smarttouch bidirectional navigation catheter for left atrial geometry, intracardiac (ic) signal interference (noise) was displayed on the carto and the recording system. Physician had at least one ECG signal available to monitor the patient¿s heart rhythm. The thermocool smarttouch bidirectional navigation catheter was exchanged and the issue resolved. It was reported that after positioning and the connecting the pentaray nav eco catheter for left atrial geometry, a 20 pole a error message displayed. The fast anatomical mapping (fam) button was not activated. Temperature was changed from kosin temperature to default setting and error message remained. The pentaray nav eco catheter was moved near the mapping catheter. Cable for 20 pole a and the pentaray nav eco catheter were exchanged and sensor error resolved. During mapping, after the catheter issues were resolved, arterial blood gas (abg) analysis revealed a ph of 7.3. Bivon x 2 ampoules was administered and the ph rose to 7.5. Although the patient¿s condition had improved and the ph normalized with intervention, the remainder of the procedure was aborted to avoid a potential adverse event. Patient required extended hospitalization as a result of the adverse event for observation. The returned device was visually inspected and it was found in normal conditions. The catheter was evaluated for carto 3 and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was evaluated for screening test and catheter passed. The force feature was working properly. Finally, the force sensor values were found within specifications. Then the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Additionally, a deflection and irrigation test were performed and the catheter passed the tests. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (B)(6) 2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
During mapping, after the catheter issues were resolved, arterial blood gas (abg) analysis revealed a ph of 7.3. Bivon x 2 ampoules was administered and the ph rose to 7.5. Although the patient¿s condition had improved and the ph normalized with intervention, the remainder of the procedure was aborted to avoid a potential adverse event. Patient required extended hospitalization as a result of the adverse event for observation. It was noted that the low ph was not caused by any biosense webster inc. Product. Physician indicated that the procedure failed secondary to poor patient condition. It was noted that there were no other product issues after the initial smarttouch bidirectional navigation catheter and initial pentaray nav eco catheter. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17638851m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant product: pentaray nav eco (quantity of two), model #: d-1282-11-s, lot #: 17659380l, lot #: 17641486l. Biosense webster manufacturer's ref. No.'s (B)(4) are related to the same incident. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure with two thermocool smarttouch bidirectional navigation catheters and suffered anesthesia complications requiring pharmacologic support (bivon). It was reported that after positioning and connecting the thermocool smarttouch bidirectional navigation catheter for left atrial geometry, intracardiac (ic) signal interference (noise) was displayed on the carto and the recording system. Physician had at least one ECG signal available to monitor the patient¿s heart rhythm. Map cable was reseated into the patient interface unit (piu) and the signal interference remained. Piu was turned on and off to verify equipment recognition. Map cable was exchanged and the problem persisted. The thermocool smarttouch bidirectional navigation catheter was exchanged and the issue resolved. This noise issue was assessed as not reportable as the risk to the patient was low as the patient's heart rhythm was still visible to the operator. It was reported that after positioning and the connecting the pentaray nav eco catheter for left atrial geometry, a 20 pole a error message displayed. The fast anatomical mapping (fam) button was not activated. Temperature was changed from kosin temperature to default setting and error message remained. The pentaray nav eco catheter was moved near the mapping catheter. Cable for 20 pole a and the pentaray nav eco catheter were exchanged and sensor error resolved. This 20 pole a error message issue was also assessed as not reportable as the potential risk that it could cause or contribute to a serious injury or death was remote.